Manufacturer narrative:
The reagent lot number was 911063. The expiration date was requested but was not provided. The field service engineer (fse) exchanged the sample mechanism (sample pipettor assay), pressure sensor, and sample syringe assay. The instrument passed the hardware check by test performance precision, calibration, and qc. Following the fse intervention, no further issues were reported. The investigation determined that the service action resolved the issue. E1 initial reporter email address: (B)(6).

Event description:
There was an allegation of questionable glucose hk gen.3 results for multiple patient samples tested on the cobas 6000 c (501) module. The following example results for one patient sample were provided: the initial result was 35.6 mg/dl. The repeat result on a second c501 was 98.3 mg/dl. The repeat result was deemed correct.